Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. She tested a registration with a demo head and the system was fully functional. The software investigation found that per the reported event, the nurse stated that the patient had loose skin on the forehead and the registration probe was pulling it slightly which could cause registration to be inaccurate. The software functioned as designed.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon alleged being less than 1mm inaccurate. A nurse stated that the patient had loose skin on the forehead and the registration probe was pulling the loose skin of the patient slightly. Tracer registration passed; the surgeon checked accuracy; then noted the inaccuracy. The surgeon continued the surgery using navigation, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.